Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 120a error code (high 02 supply pressure). The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there was a 120a error code when connecting to the oxygen source. The customer reported that they are utilizing the units e-tanks because the customer did not have wall oxygen available. The message on the device stated the high o2 supply pressure o2 inlet pressure was greater than 92 psi, o2 enrichment ends. Auto-resets when o2 supply pressure falls below 87 psi. The rse advised the customer to check if the patient manifold was installed and to disconnect the o2 source from the ventilator and then reconnect the o2 source. If the problem still persisted, it was advised to swap ventilators. The customer reported that after troubleshooting, one o2 e-tank was working correctly, but the second did not climb about 60psi. A different e-tank and regulator functioned correctly. The customer biomedical engineer advised to return the o2 e-tank which was not working to their respiratory therapy group and have the regulator repaired. The regulator and e-tank are not philips products, so no further troubleshooting or repair was provided. No further issues with the philips v60 device were found or reported. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.